Event description:
It was reported that the device would not turn on unless the charge-pak assembly was removed. Once the charge-pak assembly was removed, the device would automatically power on. The device then lost power. Shorting tin whiskers were observed on the charge-pak to switch flex cable assembly. There was no patient use associated.

Manufacturer narrative:
Physio-control evaluated the device and confirmed the reported issue. The cause of the reported and observed issues was due to shorting tin whiskers located on the charge-pak and switch flex cable assembly which connects the charge-pak and switch to the analog pcb assembly.